Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer¿s current blood glucose level was 69 mg/dl. The customer treated with soda. Customer did not allege pump was over delivering. The product was not returned for analysis.